Event description:
A physician at hosp was performing a dual valve replacement and a CABG. In the process of sewing one of the valves the thread "to break off" from an ethicon needle. It was determined the reason for the breakage was, because a lot of tension is applied to the needle to ensure a tight stitch. When staff was interviewed it was stated this isn't an uncommon occurrence. What is not normal is that when the thread broke usually the physician has control of the needle and will discard it. This time the needle unfortunately slipped from the grip of the forceps into the body cavity. Rptr was told that two x-rays were taken in an effort to locate the needle. The problem was, given the pt's history and the amount of time already elapsed, a decision was made to close up. The pt was informed of the circumstance.